Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a paroxysmal atrial fibrillation procedure with a thermocool¿ smart touch¿ sf (stsf) bi-directional navigation catheter (stsf) and suffered a cardiac tamponade requiring pericardiocentesis and cardiopulmonary resuscitation (CPR). During atrial fibrillation ablation, the physician checked for effusion and there was none noted. Cavotricuspid isthmus (cti) line ablation was then performed in the right atrium and the physician heard a "steam pop". The patient's blood pressure dropped, and a cardiac tamponade was then discovered via intracardiac echocardiogram imaging. Pericardiocentesis was performed, with approximately 1000ml of fluid removed. CPR was also performed to maintain hemodynamics. The procedure was abandoned, and the patient was then transported to the operating room for further unknown intervention. The current condition of the patient is unknown. It is unknown if extended hospitalization was required. Transseptal puncture was performed with a baylis needle. Ablation was initially performed at 40w for the cti ablation. Then, there were increased temperatures noted from the esophageal temp probe, and the physician moved the ablation line more lateral, and dropped the wattage to 35w in the left atrium. There were 82 total lesions with a total ablation time of 43 minutes and 38 seconds. Flow settings were set per instructions for use for the stsf catheter and total fluid was 1083 ml. Graph, dashboard, vector and visitag force visualization features were used during the procedure. The parameters for stability were atrial fibrillation: 3mm, 3 seconds, 25% at 3g, tag size 3mm and for cti: 2mm, 3 secs, 25% @ 3g, tag size 2 mm. Tag index visitag color option was used. The physicians opinion on the cause of the event is that it was related to the steam pop.